Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to observations of pacing therapy not delivered when required, high out of range pace impedance measurements greater than 2000 ohms, high pacing thresholds and loss of capture with no asystole was observed. No additional adverse patient effects were reported.